Event description:
Customer's family member called regarding meter allegedly giving incomplete numbers. They did not report any symptoms. The customer ate food and/or drank beverage. There was no evidence of an adverse event, based on the information provided. The meter was upgraded to a one touch basic enchanced due to an unresolved issue.